Event description:
It was reported that the gastrointestinal videoscope image does not display. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e315 (scope err unsupported scope). A root cause could not be identified. Based on the results of the investigation, it is presumed the no image issue and scope error are traced to component failure - based on the discolored water detection sticker, likely due to fluid/moisture ingress in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.